Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (serial:(B)(6); product type: 0195-heart valves; implant date ; explant date product ID d-evprop23-29 (lot: 0011932888); product type: 0195-heart valves; implant date ; explant date product ID evproplus-26 (serial: (B)(6) roduct type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, difficulty implanting the valve was reported as the valve was recaptured 5 times. The patient became unstable and cardiorespiratory arrest and ventricular fibrillation occurred. The valve was recaptured from the patient and a new valve was implanted after two implant attempts. The final average gradient was 8 millimeters of mercury (mmhg). The patient was reported to be stable at the end of the procedure. No additional adverse patient effects were reported. Additional information was received that the difficulty occurred at 80% deployment. The first valve was recaptured due to undesired implant depth and clinical instability when the valve was being released. The second valve was recaptured for the same reasoning. Cardiorespiratory arrest and ventricular fibrillation occurred during the implant of both of the valves. Treatment was performed for the cardiorespiratory arrest and ventricular fibrillation.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intra procedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient had a previously implanted 25 millimeter (mm) mosaic surgical valve with an internal diameter of 21mm suggesting a 26mm evolut. There is evidence of coronary protection of the right coronary artery prior to the valve implant. Fluoroscopic valve load inspection was provided and confirmed a good load. It was reported that the 5 recaptures were performed while attempting to deploy the first valve due to positioning difficulties. The deployment attempts were not captured on fluoroscopy except for the last attempt prior to removal of the system from the body which shows the evolut partially deployed and appears to be deep. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Furthermore, for surgical bioprosthetic valves, consider the features of the valve when determining the optimal placement of the bioprosthesis. Of note, the radiopaque eyelets of the mosaic valve are the only components visible on fluoroscopy which can contribute to positioning difficulties. Eventually, the valve was recaptured, removed from the body and replaced by a new system. Fluoroscopic valve load inspection of the new valve was performed and confirmed a good load. The new valve was successfully implanted after the second implant attempt. Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Conduction disturbances are known potential adverse effects per the instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.